Event description:
It was reported that the healthcare provider noticed cosmetic damage to the patient's driveline close to the driveline exit site. No known alarms due to the cosmetic damage were reported. It was later reported that there were no adverse patient impact and no patient symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no images were submitted for review and the product remains in use. A specific cause for the damage could not be conclusively determined through this evaluation. It was later communicated that log files were not available for review. The patient had no adverse patient impact and no symptoms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.